Event description:
T:slim x2 failure. No warnings. Appeared to be working correctly, but sugars were running high and couldn't get sugar level down. Resulted in hospital admittance for dka(diabetic ketoacidosis). Had been averaging 300 mg/dl for week prior to hospital admission.